Manufacturer narrative:
Age at time of event: 18 years older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The catheter and the advancer were connected upon return. A rotawire was also returned for analysis. The wire was returned running through the entire device. An attempt was made to remove the wire and this was unsuccessful, possibly due to the presence of dried saline. The handshake connection was inspected and no damage was noted. No issues were noted during a tug test. A tear in the sheath around the distal coil was found during wet test and saline was not reaching the end of the sheath but was being expelled through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the sheath leaked. The target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 1.50mm rotalink¿ plus was selected to treat the target lesion. During platforming, it was noted that the rotational speed did not increased. When the device was checked, it was noted that their was a leaked from the middle part of the sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that the sheath leaked. The target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 1.50mm rotalink plus was selected to treat the target lesion. During platforming, it was noted that the rotational speed did not increased. When the device was checked, it was noted that their was a leaked from the middle part of the sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.